Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted a random continuous beeping from their system controller. On least one occasion, the controller screen indicated low battery despite the patient having 3 to 5 bars illuminated on their external batteries. The patient had a clinic visit on (B)(6) 2024 where the patient was provided new external batteries and left ventricular assist device (lvad) interrogation at that time was unremarkable. On (B)(6) 2024 the patient noted that the alarms had persisted despite new external batteries. The clinic was able to reach patient's spouse to inquire further about these alarms. The patient's spouse indicated that the alarm is continuous (not intermittent beeping) and that it lasts for 1-2 minutes in duration and would stop on its own. There was no indication when this may occur, sometimes it would occur in public, sometimes at home, sometimes in the middle of the night. The patient's spouse did not know whether there were any lights that display on the patient's controller when the alarm occurs. The patient was under the impression that on at least one occasion, a low battery message was displaying on their controller when there were 3 of 5 bars illuminated on their external batteries which is incongruent with the low battery message. The random beeps/alarms occur whether patient is connected to battery power or wall power. The patient denied damage to the white battery cable and black battery cable extending from their controller. There was damage to the external driveline that had been repaired with rescue tape. The clinic had concern that the alarm may be due to wire damage and was asking if the patient would benefit from a modular cable exchange. It was also noted this may be an issue with the system controller as well. The system controller and modular cable were exchanged on (B)(6) 2024 and would return.

Manufacturer narrative:
D4: UDI - correction manufacturer's investigation conclusion: the reported event of damage to the outer layer of the modular cable was confirmed. Mod cable, lot 7583450, was returned for analysis with a taped, torn, and discolored outer polyurethane jacket, a discolored inline connector strain relief, and a discolored controller connector strain relief. There was no visible damage to the underlying wires. The returned modular cable was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were reproduced. The cable was able to support pump function for an extended period of time. The provided information stated that the controller screen indicated low battery despite the patient having 3 out of 5 bars illuminated on their external batteries. Additional information provided stated that the alarms resolved with the modular cable and system controller exchange; however, these alarms are not associated or caused by the modular cable. A root cause for the reported damage could not be conclusively determined through this analysis. Incidental findings: contamination on inline connector nut and strain relief. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2- ¿system operations¿ and heartmate 3 patient handbook section 2- ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. No further information was provided. The manufacturer is closing the file on this event.